Event description:
I added a new clinic to my dexcom clarity app and when they adjusted my target range goals, it messed up my dexcom app. I initially contacted dexcom on (B)(6) 2025 to report the app issue and was ensured that they would fix the bug right away. Specifically, the app has a red '1' notification circle. Under profile, the 'glucose tab' also has the same red indication button. Under the 'glucose tab', it states: target range update: you updated your target ranges outside of this app. Select a range to keep." I'm then unable to select any of the provided ranges or save. The app freezes and I must kill the app and restart. I've contacted dexcom on multiple occasions since attempting to resolve this issue because its incredibly important for my health that my app function correctly. Vital! I reached out again on (B)(6) 2026 and spoke to a supervisor (B)(4) who told me that there wasn't an update from the engineers on my ticket and I told him that was completely unacceptable. I was informed that multiple people are being affected by this bug and I told the supervisor that this should only encourage his team to make things right. He promised me a call back within 4 hours and that didn't happen. I called again on (B)(6) 2026 and was placed on hold for management only to be disconnected on each and every time. I tried utilizing the chat support and was treated the same way. These agents need to be held accountable for their behaviors and there needs to be consequences. It shouldn't take an entire month of contacting dexcom and going through all this turmoil to resolve an issue like this. People's health is hanging in the balance. Unacceptable! I've attempted contacting them multiple times over the past month and have yet to reach a resolution.